Event description:
On 8/26/82, bilateral mastectomy. On 10/25/82, reconstruction of breast contours with 235 cc implants (silicone). On 11/3/93, bilateral removal of ruptured implants and partial capsulectomies, insertion of textured saline implants, 270 cc each. On 10/6/98, right breast implant deflated, no history of trauma. On 10/15/98, removal of right breast deflated implant, intact. Augmented with 300 cc mcghan textured saline implant.